Manufacturer narrative:
(B)(4). The date of event was an unknown date within the five days prior to (B)(6) 2015. This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced cloudy fluid, suspected to be a peritonitis event coincident with continuous ambulatory peritoneal dialysis therapy. On an unreported date within five days prior to the receipt of this report, the patient was hospitalized for the event. The cause of the event was not reported. The patient was treated with unknown antibiotics (route, dose, frequency, and duration not reported) for the event. The action taken with dianeal and extraneal therapies and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). During follow up with the reporter, they stated that the patient had recovered and was doing well. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.